Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the down arrow keypad button was sticking and the ok keypad button had a tear. The reporter alleged that the response issues occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was returned torn over the ok button. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts. The down arrow and ok key contacts were found to be inverted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.